Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate shocks. The patient was then brought into the hospital for further review. Device data review revealed the device was oversensing myopotential noise or motion artifacts. Further testing was completed for all vectors and postures with consistent low amplitudes and sensing of myopotential noise. X-rays revealed the position of the system location may be suboptimal which could result in myopotential oversensing. After unsuccessful attempts to find an acceptable vector through automatic setup sessions and provocative maneuver testing, technical services (ts) discussed an s-ICD system may no longer be suitable for this patient. This system was then explanted and replaced. No additional adverse patient effects were reported.